Event description:
The customer reported that acoustic alarms were not functioning when the device was put into operation. It is unknown if the device was in clinical use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
E1 reporting institution phone#: (B)(6). Additional information was received which changed the manufacturer cfn/fei, therefore this is report is a supplemental to MFR# 9610816-2025-000451. A philips remote service engineer (rse) spoke with the customer. The customer indicated that the speaker is defective and the rse determined that the speaker required replacement. The customer removed the device from service. A quote for a replacement speaker has been provided to the customer. Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.